Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: during surgery, the drill bit broken while drilling and it was unable to be removed from the patient¿s pelvis. There was a reported two (2) minute surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 19 september 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: june 24, 2015, patient was female between 50~65years old. The 2 drill bit broken during the other surgery, the involved part: part # 315.920/lot # 8632306/drill bit 2.5mm / quantity 1 no patient harm; only the drill bit was broken and remained one in the patient's pelvis (for 2.5drill bit).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient reportedly 50 ¿ 65 years old. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: one 2.5mm three-fluted drill bit (part 315.920 / lot 8632306) was returned with the tip broken. The broken piece was not returned. Replication of the complaint condition is not applicable. The complaint is confirmed. The drill bit is a component of the 3.5mm quadrilateral surface plates, which is part of the low profile pelvic system. The bit is used to predrill prior to the insertion of position holder screws, power screws, anterior screws, and connecting screws into the quadrilateral surface plates. The associated product drawings were reviewed. The bit is made from hardened 440a, a common material for drill bits. The breakage may have occurred from excessive torque or off axis drilling. Additionally, synthes recommends single use for all drill bits for optimum performance. Details regarding the technique used were not provided, so an exact root cause could not be determined. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.